Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient previously alleged visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient previously alleged visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Product UDI, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.